Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room with complaints of dizziness and falls. A remote monitoring transmission indicated that there was undersensing on the right atrial (ra) lead. Additionally, review of stored episodes showed that the device indicated a rhythm to be ventricular tachycardia when it was thought to have been atrial fibrillation with rapid ventricular response. The episode was treated with anti-tachycardia pacing and was terminated. The ra lead and device remain in use. No further patient complications have been reported as a result of this event.